Manufacturer narrative:
Medtronic received additional information that the cause of the issue was identified to be a missing firewall rule due to the mobile view station (mvs) computer being shut off incorrectly. Steps on rectifying this was shared. On entering the correct parameters, the system functionality was restored. Part were replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: continuation of d11: other relevant device(s) are: product ID:bi-500-01065 , software version: 4.1.0. H3) a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was used and successfully carried out a pre-operative spin. While the system was parked, the mobile view station (mvs) shut itself down. The nurse noticed this when they wanted to carry out a post-operative spin. On restarting the mvs, "software version mismatch. Do not proceed! Firmware version incorrect" message was displayed on the mvs. Use of the imaging system was aborted. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. On reaching the site, a distributor field service engineer (fse) tried re-installing the software and firmware. Following this, the mvs would not start up and the system did not receive a charge. A manufacturer representative visited the site. The voltage checks suggested that there was voltage coming into the mvs power board but no output at the pins going to the system. The board was replaced and the firmware was re-installed. The system was able to receive a charge. However, the system would not boot. The motion controllers bar did not load. Troubleshooting suggested that detector interface was missing can communication. The power input to the detector interface verified that 48 volts was present. The detector interface was replaced. After replacing the detector interface, the system booted up normally. The mechanical movements passed. 2d imaging was successful. M-2d mode was working fine. 3d mode gave "invalid steup change mode - acquisition disabled" message. The soft key for selecting scan type did not respond. It was possible to change orientation and anatomy as normal. The pendant firmware was re-installed. The issue was not solved. The software and firmware were re-installed and the issue was not solved. No remote pendant was available on site for testing. The log viewer showed "imaging protocol access failure".